Manufacturer narrative:
A2: age at time of event, date of birth on (B)(6) 1998 should be added to the initial MDR. B3: date of event 30-jun-2022 should be added to the initial MDR. B5: "the reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -10.50/3.0/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The lens was later exchanged for a longer length/ same model lens on (B)(6) 2022 due to low vault. The cause of the event was reported as the device." Should be added to the initial MDR. D4: model#: vticm5 12.1 should be added to the initial MDR. D4: serial#: (B)(6) should be added to the initial MDR. D4: expiration date 31-mar-2025 should be added to the initial MDR. D4: unique identifier (UDI) number: (B)(4) should be added to the initial MDR. D6a: implant date: on (B)(6) 2022 should be added to the initial MDR. D6b: explant date: on (B)(6) 2022 should be added to the initial MDR. H1: corrected to serious injury in initial MDR. H4: device manufacture date 02-may-2022 should be added to the initial MDR. H6: corrected to health effect - impact code: 4629 should be added to the initial MDR. H6:- type of investigation: 4110 work order search found no similar complaints within associated lots should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into a patient's eye. Low vault and lens rotation was observed. Lens removal and replacement is planned.